Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation the pulse generator displayed a message -diagnostics cleared due to invalid data-. After the device diagnostics was clear reinterrogation was successfully. The patient would be monitored.